Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "air detector sensor," which was reproduced as an air in line alarm while running an infusion . The alarm was confirmed during a review of the event history log and was found to be caused by cracks on the upstream sensor flex tail pin. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed "air detector sensor". It was also reported there was no patient involvement.